Event description:
It was reported that during the implant procedure, when the physician was slitting away the coronary sinus (cs) catheter, the left ventricular (lv) lead got pulled back. It was also damaged when it got caught in the catheter that was half split. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).